Manufacturer narrative:
The device history record (DHR) was reviewed for lot w3222129 and there were no anomalies noted. Root cause for this event could not be determined at this time since the device has not returned for evaluation and reviewing of the manufacturing records did not reveal any applicable discrepancies. No malfunction of the device could be confirmed.

Event description:
On (B)(6) 2017, the patient underwent a permanent implant consisting of two percutaneous leads and a stimulator. Following the procedure, the patient was able to gain pain relief. On (B)(6) 2017, it was reported that the patient's right arm and leg felt sleepy. On (B)(6) 2017, the patient was admitted into the hospital and the complete system was explanted. The patient was discharged from the hospital and regained all sensation and function. Nuvectra was later informed that patient experienced loss of trunk sensation, severe pain and motor loss to the right, upper and lower extremities.